Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level. It was also reported, that the insulin gauge was inaccurate. And that the battery gauge was fluctuating. Customer declined to troubleshoot the issue with tandem technical support. Therefore, the allegation could not be confirmed.